Manufacturer narrative:
(B)(4). Insulin pump passed self test. Insulin pump alarmed pump error during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Insulin pump received with scratched case and pillowing keypad overlay. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm successfully. Customer assisted with performing displacement test. Insulin pump passed test. Customer was assisted with performing rewind. Customer stated that insulin pump error did not occur during rewind. No harm requiring medical intervention was reported. The device was returned for analysis.